Event description:
It was reported that the patient had a cerebrospinal fluid (csf) leakage during placement of a trial lead. The physician performed a blood patch and aborted the procedure. The patient was reportedly doing well postoperatively. Additional information was received that the trial leads were not returned as they were kept by the medical facility.

Event description:
It was reported that the patient had a cerebrospinal fluid (csf) leakage during placement of a trial lead. The physician performed a blood patch and aborted the procedure. The patient was reportedly doing well postoperatively.